Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet, with glucose levels predominantly between 200¿250 mg/dl and a reported peak of 340 mg/dl despite meal announcements and approximately 60 units of insulin delivered in a day. Symptoms included elevated blood glucose without reported acute clinical effects. Outcomes included prolonged time above range for more than 12 hours without the need for hospitalization or external medical intervention. Investigation included troubleshooting and education with plans for additional training. Investigation of this case revealed the cause of the hyperglycemia was unclear. It was concluded that no device malfunction could be confirmed based on available information and that user education would be pursued to optimize therapy.